Event description:
Lawyer is claiming for compensation because of pe-wear of right hip. Additional finding as per revision report: medial osteolysis near the stem. No change of stem, but revision with help of spongiosa chips. I. E. Filling of bone graft between metal and corticalis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: as no x-rays have been returned, an approximation of the wear cannot be made either. With no details relating to the patient height, weight or activity level, the products not returned and no x-rays supplied, it is not possible to determine a cause of the polyethylene wear. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received; then the complaint shall be investigated further.